Manufacturer narrative:
The device has been returned to greatbatch for evaluation. The device evaluation is anticipated, but not yet begun. Once the evaluation has been completed, a supplemental medwatch 3500a emdr will be submitted. Report source is from the distributor, depuy synthes. Foreign as event occurred in (B)(6).

Event description:
It was reported during an unknown patient procedure that the instrument is broken. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
The device was returned to greatbatch for evaluation incomplete. Only two (2) of the four (4) components which build the device assembly were returned. However, from the returned components the reported failure was confirmed as one of the components (drive chain) cardan joint was broken. Visual inspection confirmed the cardan joint was extremely worn as the material worn away. There was also severe material deformation observed on the power adaptor coupling near the flats. A manufacturing review was completed and no anomalies were identified. In summary, the reported failure was caused from wear. No further investigation required.